Event description:
The customer reported that the system produced uncommanded x-rays for the span of 4 minutes with hospital personnel in the room. There is no report of injury or death associated with the event described in this complaint. This event may have resulted in a possible aro.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.